Event description:
It was reported that a tear was found at the bd angiocath plus¿ IV catheter cannula. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tear... At the cannula".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-nov-2022. H6: investigation summary our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issues of catheter defective / damaged and silicone visible were not confirmed upon inspection of the samples. Analysis of the sample showed that there was no visible catheter damage. A small gel-like substance was observed on the surface of the catheter tubing. The substance was observed at 20x magnification and was determined to most likely be excessive lubricant. The amount of lubricant present is within manufacturing specifications, so no defect was present. Bd could not determine a manufacturing related root cause since both failures were not confirmed. Device history record of packaged needle (pn) batch 1357275 catalogue number 382412 and its assembled needle (an) batch 1357478, part number 8365076 was reviewed.

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a tear was found at the bd angiocath plus¿ IV catheter cannula. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tear... At the cannula."